Event description:
Olympus medical systems corp (omsc) was informed that during ebus-gs (endobronchial ultrasonography with a guide sheath), the doctor felt a resistance when he pulled the guide sheath ot the handle side while using ultrasonic probe (um-s20-20r) together. After that, the noticed that the radiopaque tip of the subject device fallen into the patient. He couldn't remove it from patient and abandoned the procedure. After hospitalization for several days, the patient was discharged. The facility said that the patient might get MRI.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that there was scratch on the tube near fixed part of the radiopaque tip and the part was torn. The distal tip of the tube was elliptically deformed and deformities were found on over all tube. There were no abnormalities found upon investigation of the manufacturing record of the same lot. Also as the checking of the ultrasonic probe in combination use, nothing abnormal detected. However, omsc confirmed that the distal end of the endoscope channel deformed. When a new guide sheath was inserted into the endoscope and withdrawn, the same event was confirmed. Omsc thinks that the user handling led to the deformation of the endoscope channel and that caused this event. The device instruction manual warns about the possibility of the radiopaque tip falling away. This report is being submitted as a medical device report in an abundance of caution.